Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Posterior spine fixation - surgeon: (B)(6) hospital (B)(6) 2018 . During insertion of left l4 screw, a 'crack' sound was heard as mr turner performed the final rotation to fully insert the screw. When he removed the poly driver it was noted that the tip had sheared off and remained within the interface of the screw. Surgery was able to continue, with no disruption to workflow, as a secondary polyaxial screwdriver was used. When final tightening was performed mr turner noted that the tips of the x25 final tightener had rounded. The secondary tightener on the tray was utilised to complete the surgery. No ae to patient. No delay to procedure. (B)(6).

Manufacturer narrative:
Product complaint # (B)(4). . Additional information: the mmsi final tightener was not returned to the customer quality unit for evaluation. While it was initially identified that the device was available for return, three requests were made to have the device sample returned for evaluation. A review of the device history record (DHR) for the mmsi final tightener could not be performed as the lot number was not available. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. Without the return of the screwdriver we are unable to confirm the reported issue or identify the root cause. Device was not returned for evaluation, thus unable to confirm the reported issue. Should more information and/or the device sample become available at a later date, this complaint file will be reopened and the device will then receive a full evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The mmsi final tightener was not returned to the customer quality unit for evaluation. However, photos were provided describing the failure. Per the provided photos, it was found that the hexlobes on the final tightener had become stripped. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the final tightener¿s distal tip stripping cannot be positively determined. However, noted damage is consistent with a final tightener that was likely subjected to unanticipated torsional forces during the tightening process, resulting in the distal tip of the final tightener becoming stripped. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.